Event description:
Crm received information that this lead was not implanted. After device based testing was performed, the lead was removed from the patient's body and a visible break was observed. The physician suspected that the damage was inadvertently induced with a needle during the attempted implant and noted that a needle was broken during the attempted implant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned portion of lead revealed the is-1 proximal seal rings were lifted from the surface below them. Four puncture holes were noted in the lead insulation, going through to all three lumens 236-237mm from the terminal pin. This lead passed electrical testing with manipulation and was found to be electrically continous, and no fracture was visualized.